Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) due to myopotential oversensing on the shock channel. Technical services (ts) reviewed and provided reprograming options. This ICD and rv lead remain in service. No adverse patient effects were reported.